Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The field service engineer investigated the event but was unable to determine its cause. He inspected the patient sample and the customer's preanalytical handling. He also inspected the analyzer's nspected acrylic blocks for cracks and replaced the packings of the solenoid valves. He verified the analyzer's performance with mechanical and precision checks. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg+b assay dilution result for one patient's sample tested on the cobas e 411 analyzer (rack system). The initial result was 10,000 miu/ml with a data flag. The first repeat result was 13.48 miu/ml (at 1:100 dilution). This repeat result was questioned, prompting the rerun. The second repeat result was 10,000 miu/ml with a data flag. The third repeat result was 19166 miu/ml (at 1:100 dilution). This result was deemed correct.